Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy, when they closed the pulmonary lobes tissue, the stapler was able to fire but the staple line was incomplete distally. There was also a problem with unloading the reload from the handle. The handle and the reload was replaced to complete the case and solve the problem. There was no patient injury.